Event description:
User received erroneous sodium results for multiple patient samples. Specific number of samples impacted not provided. The following example was provided: initial result was 127 mmol/l, repeat result was 135 mmol/l. Original results were not reported. The test was repeated and the repeat results were reported. The field service representative could not duplicate the issue and noted he replaced the vacuum nozzle on ise2, the sample syringe assembly, the lld pcb, and the sample probe. Performance tests were performed.